Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus needleless connectors experienced blockage. The following information was provided by the initial reporter: on (B)(6) 2022, the patient was punctured with a special needle for the infusion port (butterfly wing needle), and the process went successfully. The needle-free joint was flushed with saline, and the needle-free joint was unobstructed. After connecting the needle-free joint, the infusion set was connected, and it was found that the liquid did not drip. , the inspection found that the infusion set was unobstructed, the butterfly wing needle was unobstructed, the needle-free joint of the infusion set was blocked, and the liquid did not drip. After replacing the needle-free joint, the liquid input was unblocked.

Manufacturer narrative:
H6: investigation summary: a mp1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21055001. The feedback provided by the customer indicates the maxplus component was successfully primed with saline solution, however, upon connecting the maxplus component to an infusion set, complete occlusion was detected. Further information provided by the customer indicates that after replacing the maxplus component no issues were detected. Analysis of the photographs provided by the customer did not confirm their experience as the photographs do not reveal any visible defects which could have contributed to the customer's experience of occlusion during infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21055001 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported that the bd maxplus needleless connectors experienced blockage. The following information was provided by the initial reporter: (B)(6) 2022 the patient was punctured with a special needle for the infusion port (butterfly wing needle), and the process went successfully. The needle-free joint was flushed with saline, and the needle-free joint was unobstructed. After connecting the needle-free joint, the infusion set was connected, and it was found that the liquid did not drip. , the inspection found that the infusion set was unobstructed, the butterfly wing needle was unobstructed, the needle-free joint of the infusion set was blocked, and the liquid did not drip. After replacing the needle-free joint, the liquid input was unblocked.